Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were getting into a chair and hit the device right below the device and it caused some pain. Patient stated that the therapy was working fine until the 24th when they turned the therapy off due to the implant seemed to be firing all the time for the whole day and at night they couldn't stand the pain and it was becoming very painful in the lower pelvic area and there was like a burning sensation there, the muscle was becoming fatigued and feeling like it was cramping so they could not sleep. Patient noted they tried to turn the therapy back on the 25th and as soon as they turned it back on again to the level they had before, the stimulator started firing and continued to cause the pain in their lower area. Patient mentioned trying to contact with healthcare provider (hcp) to inform about that situation before their follow up appointment on monday. However, they did not receive any response. Patient would check if they were going to leave the therapy off or tried a lower setting to continue having the 75% of relief they had before the 24th. Patient mentioned they were having small bowel movements about every hour to 1.5 hours again since the 24th. The patient was redirected to their healthcare provider to further address the issue.  Patient reported unexpected stimulation in their lower pelvic area, baseline symptoms returned / lost therapy benefit and bowel symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.